Event description:
Report received of inability to infuse through the clave port. The primary IV set was infusing normal saline to a peripheral IV access catheter. Another primary IV set was connected to a filter extension set and was primed with remicade and connected to the distal clave port of the primary line. The initial rate of the remicade infusion was to be approximately 10ml over 15 minutes and gradually increased as tolerated. The customer reported that they attempted to access the clave port approximately 4 times and were not able to establish flow of the remicade infusion. The tubing set and filter extension set that was primed with the remicade were replaced and therapy was continued without further difficulty. There was no reported adverse event or delay in critical therapy. Though requested, no additional info was available.